Manufacturer narrative:
H4: the device was manufactured from (B)(6) , 2019 - (B)(6) , 2020. H10: the actual device was received for evaluation containing 114 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow with a folfusor sv (small volume). The issue occurred during set up and preparation. There was no patient involvement. No additional information is available.